Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use of a therapeutic colonoscopy with intent to cauterize using apu, an e199 error code occurred on the electrosurgical generator panel. The manual suggests this is an internal hardware error if not resolved by a restart. The customer advised this was a loan unit as their unit was away for repair. The issue caused a 30 minute delay while troubleshooting and waiting for the olympus tech input and the anesthesia was extended by approximately 15 to 30 minutes. The procedure was completed with another similar non-olympus device. The device had been working the last time it was used in the last week.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d9, h3, and h4). The device was evaluated by olympus, and the reported malfunction could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, if voltage becomes too low, error message e199 is triggered and the activation of the esg-300 (electrosurgical generator) is terminated for safety reasons. It is likely that the reported event occurred due to the following: 1. The contact of the neutral electrode is bad. (Temporary error, user error). 2. The adjustment of the cqm is faulty. 3. Defective measuring device on the relay board (permanent error). 4. Defective micro controller on the relay board (permanent error). 5. Defective adc on the motherboard (permanent error). However, the specific root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.